Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The current blood glucose level was 459 mg/dl. The other relevant blood glucose level was 453 mg/dl and 500 mg/dl. The customer experienced symptom such as tired. The customer treated with insulin pen for high blood glucose. The insulin pump will be returned for analysis.